Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device was partially deployed and the clip was visible and still loaded on the carrier tube. It was additionally reported that resistance was felt during thumb advancer deployment which was stopped approximately 0.5inch distal of the tip. Internal inspection found the movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The vessel locator wings were in the open position when received, the plunger was fully engaged and the thumb advancer was not retracted, which indicates the safety release slider was not utilized to facilitate device removal, as described in the instructions for use. Review of the device history record for this lot did not produce any findings relevant to this report. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no similar incidents with reported failure to complete thumb advancer stroke.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, while advancing the thumb advancer it stopped and could not be advanced further or retracted. The device was manually removed. Manual compression was applied to achieve hemostasis. It is unknown if the safety release was used to the locator wings before removal. There were no reported adverse patient sequelae. Though requested, no additional information was provided.